Event description:
On 10/22/2024, it was reported by a distributor via (B)(4) that (2) ar-8724-14pt low profile screws broke. This occurred during a hallux valgus procedure, the fragment was not retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw and/or prying/leveraging the device during insertion.